Event description:
No event description on the reportdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, other. Results of evaluation: modification of device, inherent risk of procedure, other. Conclusion: intermittent failure directly contributed to event, device was out of calibration, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, user education provided, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.